Event description:
During an incident in 2001 involving a female patient with chest pains and shortness of breath, this defibrillator, using kendall monitor pads, powered on and immediately prompted "service mandatory timer failure". The device was powered off and on again, but the same thing happened at power up. After the next power off and on, the defibrillator ran for approximately 1 minute with ECG present on the display, but it then powered off with no prompts. This happened twice. The patient drove herself to the local prompt care facility. Patient care was not compromised. Later the defibrillator was hooked up to a heartstart tester and ran fine for 4 to 5 minutes, delivering shock to the tester. Then hocked to a fireman with kendall pads, the unit powered off after 1 minute.